Event description:
The hcp reported that the patient was experiencing increased spasticity. At refill, expected reservoir volume was 2.5 mls; actual reservoir volume was 18 mls. The patient was admitted to the hospital for pneumonia. A follow-up report will be sent when additional information becomes available.